Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the cause was not known. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient recently had the implantable neurostimulator (ins) site revised deeper and over a little because it had been bothering her since the implant date. The patient stated it was causing her discomfort and pain, noting that it must have been laying on her sciatic nerve because it always felt like she was sitting on a big knot. The patient also noted she was much better after the implant. In addition, the patient reported that four days after the revision surgery, she started urinating more than usual and have more pressure. The patient tried to increase the stimulation but it was painful in her vaginal area or perineum area. The patient explained it as a feeling of being poked with a sharp knife when sitting or lying down. This occurred after she had increased on p2 to 2.6v. The patient changed to p3 and set the amplitude to 1.9v. She feels a comfortable fluttering like it's supposed to be. The patient inquired if 13.9v is too high and will deplete the ins too soon. There were no further complications or anticipations reported with this event.